Event description:
The 840 ventilator stopped cycling while in sue on a pt. The pt was not harmed or injuries as a result of the event. The evaluation of the vent has not been completed.

Manufacturer narrative:
Section h-6 has been updted. Vent has been evaluated and the ai pcb was replaced. The vent passed all testing.